Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-21155, related manufacturer report 1627487-2020-21156, related manufacturer report 1627487-2020-21160. It was reported that patient experienced swelling in her head. Patient denies any traumas or falls/injuries. Patient was given some antibiotics and device therapy was turned off. The swelling reduced. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.